Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy, and that the stimulation never helped. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place on (B)(6) 2024 where the system was explanted to address the issue. Manufacture representative was not present.